Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic pd [ccpd] for renal replacement therapy (rrt) was diagnosed with a hernia. The patient reported difficulties lifting their solution bags due to their hernia. Follow-up documentation received from the patient¿s pd registered nurse (pdrn) revealed the patient¿s abdominal hernia (type not provided) was diagnosed in (B)(6) 2021. Per the documentation, there was no allegation nor objective evidence a malfunction or deficiency of a fresenius product(s) and/or device(s) caused or contributed to the patient¿s adverse event. However, the formation of the patient¿s abdominal hernia occurred since she began pd therapy in 2018. The patient continues to perform ccpd utilizing the same liberty select cycler without reported issue. The nephrologist has not altered the patient¿s pd prescription due to the hernia, nor has a surgical repair been scheduled to date.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, and the patient¿s serious adverse events of an abdominal hernia. While there is no allegation or objective evidence indicating a fresenius product(s) and/or device(s) deficiency or malfunction caused the event(s). The liberty select cycler cannot be excluded from having a possible causal and/or contributory role in the creation and/or exacerbation of the patient¿s abdominal hernia, as it was undiagnosed when the patient began rrt. Hernias are a well-known potential complication of pd therapy due to increased intra-abdominal pressure created during pd therapy. During therapy, this pressure caused can create or exacerbate weaknesses in the supporting abdominal wall structures. Additionally, the surgical introduction of the pd catheter (not a fresenius product) also increases the risk of hernia formation.

Event description:
It was reported a peritoneal dialysis (pd) patient with end stage renal disease (esrd) on continuous cyclic pd [ccpd] for renal replacement therapy (rrt) was diagnosed with a hernia. The patient reported difficulties lifting their solution bags due to their hernia. Follow-up documentation received from the patient¿s pd registered nurse (pdrn) revealed the patient¿s abdominal hernia (type not provided) was diagnosed in (B)(6) 2021. Per the documentation, there was no allegation nor objective evidence a malfunction or deficiency of a fresenius product(s) and/or device(s) caused or contributed to the patient¿s adverse event. However, the formation of the patient¿s abdominal hernia occurred since she began pd therapy in 2018. The patient continues to perform ccpd utilizing the same liberty select cycler without reported issue. The nephrologist has not altered the patient¿s pd prescription due to the hernia, nor has a surgical repair been scheduled to date.